Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and explained the over rotation. The fse informed the customer that the isi clinical sales representative would visit the customer to show a better way to dock the system to prevent the over rotation during dissection. No site visit by the fse was conducted. The system was working properly. No additional action was required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 1 tended to over rotate and that limited the usm movements. The surgeon noticed the issue seemed to happen after working for several hours and doing a lot of dissecting. Also, it seemed to happen much earlier in the procedure this time, per the surgeon's observation. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was common for thoracic procedures. The way the usm was used often caused over rotation of the usm, which caused the limit of arm movement. It was not the issue of usm1.